Event description:
The manufacturer received information alleging the simplygo device had a defective power input socket - loose contact. The device was not in use on a patient at the time of the occurrence. The simplygo device was returned to the third-party service center for evaluation and the customer complaint was confirmed. During the evaluation it was noted that the pca (printed circuit board assembly) is burned. The front enclosure power connector is loose and the sieves are clogged. There was no error codes were found in the device log history. In conclusion, the pca needs to be replaced. The root cause is not confirmed at this time. Additionally, during the service of the device, the inlet filter requires replacement for preventative maintenance unrelated to the reportable malfunction/issue. The third-party service center stated the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If additional evaluation information becomes available a follow up report will be sent.